Manufacturer narrative:
We have received the device for evaluation. However, the defect observed in the device did not relate to the description that was mentioned by the surgeon in the product incident report. We observed that the proximal ligature had partially slipped from its position and was covering the inflation hole. As a result, the balloon remained partially inflated. Liquid exited properly from the inflation hole when water was injected into the inflation lumen. As part of our manufacturing process, a 100% balloon and winding inspection are performed on each of the manufactured product. It is possible that the tension or the amount of glue applied during winding of the threads to the lumen of this catheter was not strong enough to prevent the ligature from slipping from its position. It is also possible that the tortuous anatomy of the patient, calcified plaque if present in the patient's vessel and excessive tension on the device during the procedure could have also led to this failure. To minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation volume and pull force for the catheter should not be exceeded since this arterial embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). This catheter is not designed to withstand the additional pull force needed to remove these materials. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. Therefore, we believe that it was an isolated incident. The current rate of occurrence for a similar issue was reviewed for last 5 years in our complaint tracking database. The rate of occurrence is (B)(4) and is within our expected rate of occurrence. There was no injury to the patient as the result of this incident.

Event description:
During pre-use check, the balloon did not inflate symmetrically.